Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's pump does not alarm for low insulin, but instead alarms for no delivery alarm. The customer's blood glucose level was reported to be unknown. It was reported that the customer did not trust the pump, and it would be replaced and returned for analysis.

Manufacturer narrative:
The pump failed the displacement test, and gave a motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to perform the occlusion, prime or excessive no delivery tests due to the motor error alarms. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, cracked battery tube threads, a cracked reservoir tube and minor scratches on the lcd window.